Event description:
It was reported that during the course of a brain tumor removal procedure, the sonopet frequency alarm was activated, preventing the unit from working. After troubleshooting attempts, the unit was unable to be reset; therefore, an alternative method was used causing a total delay to the procedure of 30-40 minutes. No medical intervention was reported with this event. The procedure was completed successfully. Attempts are still being made to obtain further information regarding this event.

Manufacturer narrative:
The serial number was documented after the device was received at the manufacturing facility for service evaluation. During failure analysis, the reported event of the device displaying a frequency annunciator causing a delay in surgery was not duplicated. There were no observed failures that could lead to the reported event. However, the tip being installed incorrectly can cause the frequency of the device to be off. Based on the event description the tip was found to be loose, which can cause a frequency annunciator per the instructions for use. The device was serviced for preventative maintenance, and returned to the user facility.

Event description:
It was reported that during the course of a brain tumor removal procedure, the sonopet frequency alarm was activated, preventing the unit from working. After troubleshooting attempts, the unit was unable to be reset; therefore, an alternative method was used causing a total delay to the procedure of 30-40 minutes. No medical intervention was reported with this event. The procedure was completed successfully. Attempts are still being made to obtain further information regarding this event.